Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, "we were referred to a patient with a PICC line, placed in our unit, who presented significant phlebitis in the limb carrying the catheter. After performing an ultrasound by a physician, it was decided to remove the device, observing a circumferential break approximately 10 cm from the external connection, which explains the signs and symptoms presented by the patient due to the leakage of the fluid infused through it." No other information was provided.

Event description:
It was reported, "we were referred to a patient with a PICC line, placed in our unit, who presented significant phlebitis in the limb carrying the catheter. After performing an ultrasound by a physician, it was decided to remove the device, observing a circumferential break approximately 10 cm from the external connection, which explains the signs and symptoms presented by the patient due to the leakage of the fluid infused through it.¿ no other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. One photograph of a powerpicc was returned for evaluation. An initial visual observation of the photograph showed that there was a split in the catheter tubing. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.